Event description:
Bayer case number: (B)(4). Allergy to nickel, cobalt and chrome [allergy to metals], one insert was found in uterus during procedure for resection of fibroids [partial, expulsion of device] , persistent pain [pelvic pain female] , heavy bleeding during menstrual periods [heavy periods], fibroids [fibroids] , pain in the groin [pain groin], pain in lower abdomen [abdominal pain lower], pain in leg extending to the foot [leg pain], recurrent urinary tract infections [recurrent urinary tract infection] , ent (ear, nose, throat) sphere always ill [ear disorder nos], ent (ear, nose, throat) sphere always ill [nasal disorder nos], ent (ear, nose, throat) sphere always ill [unspecified disease of pharynx] , malodourous vaginal discharges [offensive vaginal discharge] , vaginal itching [vaginal itching] , very major faitgue, state of fatigue worsened [fatigue aggravated] , depression worsened [depression worsened] , joint pain [joint pain] , muscle pain [muscle pain] , frequent headaches [frequent headaches] , electrical discharges in legs [electric shock sensation] , weight gain [weight gain] , extrasystoles [extrasystoles] , stabbing back pain [back pain] , dry eyes [dry eyes] , dry mouth [dry mouth] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 17-aug-2017. The most recent information was received on 10-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel, cobalt and chrome"), device expulsion ("one insert was found in uterus during procedure for resection of fibroids") and pelvic pain ("persistent pain") in a 41 year-old female patient who had essure inserted (lot no. B42247) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of cervical conisation and parity in 2011. On (B)(6)2015, the patient had essure inserted. In (B)(6) 2015 she experienced heavy menstrual bleeding ("heavy bleeding during menstrual periods"). In (B)(6) 2015 she experienced device expulsion (seriousness criterion hospitalisation) and was found to have uterine leiomyoma ("fibroids"). In (B)(6) 2016 she experienced pelvic pain (seriousness criterion medically important), vaginal discharge ("malodourous vaginal discharges"), vulvovaginal pruritus ("vaginal itching"), fatigue ("very major faitgue, state of fatigue worsened") and depression ("depression worsened"). In 2016 she experienced urinary tract infection ("recurrent urinary tract infections"). Essure was removed on (B)(6)2017. On unknown date she experienced allergy to metals (seriousness criterion intervention required), groin pain ("pain in the groin"), abdominal pain lower ("pain in lower abdomen"), pain in extremity ("pain in leg extending to the foot"), ear disorder ("ent (ear, nose, throat) sphere always ill"), nasal disorder ("ent (ear, nose, throat) sphere always ill"), pharyngeal disorder ("ent (ear, nose, throat) sphere always ill"), arthralgia ("joint pain"), myalgia ("muscle pain"), headache ("frequent headaches"), electric shock sensation ("electrical discharges in legs"), extrasystoles ("extrasystoles"), back pain ("stabbing back pain"), dry eye ("dry eyes") and dry mouth ("dry mouth") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and salpingectomy and in (B)(6) 2015 procedure for resection). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, uterine leiomyoma, device expulsion, groin pain, abdominal pain lower, pain in extremity, urinary tract infection, ear disorder, pelvic pain, vaginal discharge, vulvovaginal pruritus, fatigue, depression, allergy to metals, arthralgia, myalgia, headache, electric shock sensation, weight increased, extrasystoles, back pain, dry eye, dry mouth, nasal disorder or pharyngeal disorder. The reporter commented: the procedure for resection of fibroids were the cause of the heavy bleeding according to the surgeon. During the procedure, he removed an insert that was in the uterus, but no information was provided to the consumer. She would like to have a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2016: we find a left pelvic opaque linear image in favour of a left pelvic essure. Next to this opaque image, we find an opaque, punctiform image. The right essure is not found on the images carried out abdomen without preparation face down results: presence of a left linear opaque image in favour of a left essure. Normal distribution of gaseous clarity without distension. Integrity of bone structures [echocardiogram] (date unknown): abdominal aorta: normal size, regular no plaque or stenosis on the right primary and external iliac: no plaque or significant haemodynamic stenosis at rest common femoral: no plaque or stenosis deep femoral: no ostial plaque or stenosis superficial femoral: no plaque or stenosis popliteal: no plaque or stenosis distally: anterior tibial: good flow posterior tibial: good flow peroneal: good flow on the left primary and external iliac: no plaque or haemodynamically significant stenosis common femoral: no plaque or stenosis deep femoral: no ostial plaque or stenosis superficial femoral: no plaque or stenosis popliteal: no plaque or stenosis distally: anterior tibial: good flow posterior tibial: good flow peroneal: good flow conclusion: normal exam [heavy metal test] on (B)(6)2016: positive epicutane tests (at 48 hours / 72hours): potassium dichromate (+), cobalt chloride hexahydrate (+), nickel sulphate hexahydrate (++). Conclusion: I refer the female patient to the dermato-allergology department for a specialist opinion. Given the symptoms presented by the patient which appeared approximately 6 months after the implants were inserted, we carried out patch tests on the components of these devices (nickel, chrome and cobalt). Given the positive skin tests for metals (especially nickel), we suspect a delayed reaction to the essures. I leave it to you to judge the relevance of these results and to further investigate the skin allergy (testing the other components: titanium, silver etc.) If necessary. [Hysterosalpingogram] on (B)(6)2015: we only see a single metallic filament projecting from the pelvis, facing the 2 nd left sacral hole. After administration of contrast product (iopamiron 370): after opacification, the uterine cavity is of homogeneous range. There are some imprint images on the contours, evoking small fibroids. The left tube is not opacified. Opposite the right tube, the metal filament is in place [magnetic resonance imaging] on (B)(6)2016: pelvis, front left hip, front and leguesne view left knee, front and profile knees in schuss view and in femoro-patellar view indication: pain. Results: the pelvis is oblique. Tilt of the left hip in relation to the right hip by 6.2 mm. The ball joints are slightly offset outwards. The internal and external femoro-tibial interlines are of normal height. No chondrocalcinosis. No meniscal calcification. No degenerative disease. No effusion. At the level of the left hip ,the coxo-femoral interline is respected. The left femoral head retains its usual shape [pathology test] on (B)(6)2011: gynaecological position vulvo-vaginal swabbing cervical infiltration of xy locaine 1% without incident identifying negative iodine zones by applying lugol. Wide resection at the diathermal loop orientation of the section by wires before sending it for histology haemostasis at the ball. Placement of a surgicel on the cervix.; on (B)(6)2015: tubal sterilisation by the essure technique interventional procedure carried out without anaesthesia. Gynaecological position. Vulvo-vaginal swabbing. Pressure dilation of the cervix with saline serum without incident. Uterine expansion. Visualisation of the ostia. Difficult placement of the spring on the right side, then on the left: 5 coils visible on the right and 3 on the left; (date unknown): surgical hysteroscopy for 1 cm polyp under general anaesthesia gynaecological position. Vulvo-vaginal swabbing. Urinary catheterisation. Progressive cervical dilation with hegar candles up to calibre no. 10. The exploration shows: uterine expansion with serum exploration: endocervical polyp with highly developed endocervical mucosal folds, present in the uterine cavity easy resection of the endocervical polyp removal of the essure and partial endometrectomy of the endocervix control of haemostasis. Product in pathology. [Ultrasound pelvis] on (B)(6) 2016: insertion of essure implants. Pelvic pain. Verification of correct position. Results: the examination was performed via the supra-pubic and endo-vaginal route. The uterus is anteverted measuring 96 mm in height, 45 mm in width and 41 mm in thickness. Its contours are regular and the echostructure is homogeneous. The cavitary line is fine and regular. The endometrium is 10 mm thick and is not hypervascular. A hyperechoic formation (essure) is seen in the right lateral uterine region. No essure was detected in the left atrio-uterine region. The right ovary measures 42 x 16 mm and the left ovary measures 44 x 21 mm. They contain micro-follicles. Lamellar liquid effusion in the douglas pouch. Conclusion: uterus of normal size, empty and homogeneous. Evidence of essure in right lateral uterine, left lateral uterine there was no essure. [Ultrasound scan] (date unknown): results: only one insert [urine cytology] on (B)(6)2016: absence of urinary infection [x-ray] (date unknown): results: confirmation of one single insert. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: allergy to metals -analysis in the global safety database revealed 337 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 10-dec-2024: essure removal date & surgery details are updated. Lab data added. Annex e codes are updated for related events. Annex f codes are updated. Action taken with drug updated. Further company follow-up with the consumer or the regulatory authority is not possible. Case comments: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Allergy to nickel, cobalt and chrome [allergy to metals] , one insert was found in uterus during procedure for resection of fibroids [partial expulsion of device] , persistent pain [pelvic pain female] , heavy bleeding during menstrual periods [heavy periods] , fibroids [fibroids] , pain in the groin [pain groin], pain in lower abdomen [abdominal pain lower] , pain in leg extending to the foot [leg pain] , recurrent urinary tract infections [recurrent urinary tract infection] , ent (ear, nose, throat) sphere always ill [ear disorder nos] , ent (ear, nose, throat) sphere always ill [nasal disorder nos] , ent (ear, nose, throat) sphere always ill [unspecified disease of pharynx] , malodourous vaginal discharges [offensive vaginal discharge] vaginal itching [vaginal itching], very major faitgue, state of fatigue worsened [fatigue aggravated] , depression worsened [depression worsened] , joint pain [joint pain] , muscle pain [muscle pain] , frequent headaches [frequent headaches], electrical discharges in legs [electric shock sensation] , weight gain [weight gain] , extrasystoles [extrasystoles] , stabbing back pain [back pain] , dry eyes [dry eyes] , dry mouth [dry mouth] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 17-aug-2017. The most recent information was received on 18-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel, cobalt and chrome"), device expulsion ("one insert was found in uterus during procedure for resection of fibroids") and pelvic pain ("persistent pain") in a 41 year-old female patient who had essure inserted (lot no. B42247) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of cervical conisation and parity in 2011. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015 she experienced heavy menstrual bleeding ("heavy bleeding during menstrual periods"). In (B)(6) 2015 she experienced device expulsion (seriousness criterion hospitalisation) and was found to have uterine leiomyoma ("fibroids"). In (B)(6) 2016 she experienced pelvic pain (seriousness criterion medically important), vaginal discharge ("malodourous vaginal discharges"), vulvovaginal pruritus ("vaginal itching"), fatigue ("very major faitgue, state of fatigue worsened") and depression ("depression worsened"). In 2016 she experienced urinary tract infection ("recurrent urinary tract infections"). On unknown date she experienced allergy to metals (seriousness criterion intervention required), groin pain ("pain in the groin"), abdominal pain lower ("pain in lower abdomen"), pain in extremity ("pain in leg extending to the foot"), ear disorder ("ent (ear, nose, throat) sphere always ill"), nasal disorder ("ent (ear, nose, throat) sphere always ill"), pharyngeal disorder ("ent (ear, nose, throat) sphere always ill"), arthralgia ("joint pain"), myalgia ("muscle pain"), headache ("frequent headaches"), electric shock sensation ("electrical discharges in legs"), extrasystoles ("extrasystoles"), back pain ("stabbing back pain"), dry eye ("dry eyes") and dry mouth ("dry mouth") and was found to have weight increased ("weight gain").essure was removed on (B)(6) 2017.the patient was treated with surgery (hysterectomy and salpingectomy and in (B)(6) 2015 procedure for resection). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, uterine leiomyoma, device expulsion, groin pain, abdominal pain lower, pain in extremity, urinary tract infection, ear disorder, pelvic pain, vaginal discharge, vulvovaginal pruritus, fatigue, depression, allergy to metals, arthralgia, myalgia, headache, electric shock sensation, weight increased, extrasystoles, back pain, dry eye, dry mouth, nasal disorder or pharyngeal disorder. The reporter commented: the procedure for resection of fibroids were the cause of the heavy bleeding according to the surgeon. During the procedure, he removed an insert that was in the uterus, but no information was provided to the consumer. She would like to have a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2016: we find a left pelvic opaque linear image in favour of a left pelvic essure. Next to this opaque image, we find an opaque, punctiform image. The right essure is not found on the images carried out abdomen without preparation face down results: presence of a left linear opaque image in favour of a left essure. Normal distribution of gaseous clarity without distension. Integrity of bone structures. [Echocardiogram] (date unknown): abdominal aorta: normal size, regular no plaque or stenosis on the right. Primary and external iliac: no plaque or significant haemodynamic stenosis at rest common femoral: no plaque or stenosis, deep femoral: no ostial plaque or stenosis, superficial femoral: no plaque or stenosis, popliteal: no plaque or stenosis. Distally: anterior tibial: good flow, posterior tibial: good flow, peroneal: good flow, on the left. Primary and external iliac: no plaque or haemodynamically significant stenosis common femoral: no plaque or stenosis, deep femoral: no ostial plaque or stenosis, superficial femoral: no plaque or stenosis, popliteal: no plaque or stenosis. Distally: anterior tibial: good flow, posterior tibial: good flow, peroneal: good flow. Conclusion: normal exam [heavy metal test] on (B)(6)2016: positive epicutane tests (at 48 hours / 72hours): potassium dichromate (+), cobalt chloride hexahydrate (+), nickel sulphate hexahydrate (++). Conclusion: I refer the female patient to the dermato-allergology department for a specialist opinion. Given the symptoms presented by the patient which appeared approximately 6 months after the implants. Were inserted, we carried out patch tests on the components of these devices (nickel, chrome and cobalt). Given the positive skin tests for metals (especially nickel), we suspect a delayed reaction to the essures. I leave it to you to judge the relevance of these results and to further investigate the skin allergy (testing the other components: titanium, silver etc.) If necessary. [Hysterosalpingogram] on (B)(6) 2015: we only see a single metallic filament projecting from the pelvis, facing the 2nd left sacral hole. After administration of contrast product (iopamiron 370): after opacification, the uterine cavity is of homogeneous range. There are some imprint images on the contours, evoking small fibroids. The left tube is not opacified. Opposite the right tube, the metal filament is in place [magnetic resonance imaging] on (B)(6) 2016: pelvis, front left hip, front and leguesne view left knee, front and profile knees in schuss view and in femoro-patellar view indication: pain. Results: the pelvis is oblique. Tilt of the left hip in relation to the right hip by 6.2 mm. The ball joints are slightly offset outwards. The internal and external femoro-tibial interlines are of normal height. No chondrocalcinosis. No meniscal calcification. No degenerative disease. No effusion. At the level of the left hip ,the coxo-femoral interline is respected. The left femoral head retains its usual shape [pathology test] on (B)(6) 2011: gynaecological position vulvo-vaginal swabbing. Cervical infiltration of xy locaine 1% without incident identifying negative iodine zones by applying lugol. Wide resection at the diathermal loop orientation of the section by wires before sending it for histology haemostasis at the ball. Placement of a surgicel on the cervix.; on (B)(6) 2015: tubal sterilisation by the essure technique interventional procedure carried out without anaesthesia. Gynaecological position. Vulvo-vaginal swabbing. Pressure dilation of the cervix with saline serum without incident. Uterine expansion. Visualisation of the ostia. Difficult placement of the spring on the right side, then on the left: 5 coils visible on the right and 3 on the left; (date unknown): surgical hysteroscopy for 1 cm polyp under general anaesthesia. Gynaecological position. Vulvo-vaginal swabbing. Urinary catheterisation. Progressive cervical dilation with hegar candles up to calibre no. 10. The exploration shows: uterine expansion with serum exploration: endocervical polyp with highly developed endocervical mucosal folds, present in the uterine cavity easy resection of the endocervical polyp removal of the essure and partial endometrectomy of the endocervix control of haemostasis. Product in pathology. [Ultrasound pelvis] on (B)(6)2016: insertion of essure implants. Pelvic pain. Verification of correct position. Results: the examination was performed via the supra-pubic and endo-vaginal route. The uterus is anteverted measuring 96 mm in height, 45 mm in width and 41 mm in thickness. Its contours are regular and the echostructure is homogeneous. The cavitary line is fine and regular. The endometrium is 10 mm thick and is not hypervascular. A hyperechoic formation (essure) is seen in the right lateral uterine region. No essure was detected in the left atrio-uterine region. The right ovary measures 42 x 16 mm and the left ovary measures 44 x 21 mm. They contain micro-follicles. Lamellar liquid effusion in the douglas pouch. Conclusion: uterus of normal size, empty and homogeneous. Evidence of essure in right lateral uterine, left lateral uterine there was no essure. [Ultrasound scan] (date unknown): results: only one insert [urine cytology] on (B)(6) 2016: absence of urinary infection [x-ray] (date unknown): results: confirmation of one single insert. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6)2017 for the following meddra preferred term: allergy to metals -analysis in the global safety database revealed 337 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Lot number: b42247 manufacture date: 2013-06-14 expiration date: 2016-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 18-dec-2024: quality safety evaluation of product technical complaint. Further company follow-up with the consumer or the regulatory authority is not possible. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.